Event description:
The reporter stated that "the white handle became detached from the rest of the stopcock." There was no pt injury or treatment associated with this event.

Manufacturer narrative:
One sample was received for eval. Visual inspection confirmed that the plug was out of the body due to abuse. The stop tabs on the body had been violated and the stop tab on the plug was severely damaged consistent with the user repeatedly turning the plug past the stop. There was a needless injection site attached to the sample, which suggests that the user may have been injecting fluids while turning the plug past the stops creating a ramping effect pulling the plug out of the body. The device history was reviewed without any issues noted. Review of the complaint database indicates this is the second reported issue of this type for this product code in the past 24 months. Smiths was able to confirm the issue and determine the cause. The issue is being monitored for trend. No add'l action is necessary at this time. Smiths considers this MDR closed with this report.